Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issue. The power pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device lost power unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The replaced power pcba was returned to stryker for further evaluation. The power pcba performed as expected during testing. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device lost power unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.